Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter had been inserted and advanced through the sheath and into the patient and allegedly broke during advancement to the treatment site. There was no reported retraction difficulty through the sheath. It was further reported that another device was used to complete the procedure. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the device was returned. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the catheter was returned in three segments. The segment containing the hub measured approximately 17.5cm. The second catheter segment measured approximately 9.8cm in length and was bent. The segment containing the balloon could not be measured, as the catheter was bent throughout its length and an accurate measurement could not be taken. After review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the bends. No bends were reported by the user. The edges of the detachment points were examined under a microscope. The edges were jagged and stretched, possibly indicating that excessive force contributed to the detachments. The guidewire was bent throughout its length. No other anomalies were noted along the length of the catheter. Functional/performance evaluation: an attempt was made to remove the guidewire from the catheter. The guidewire was unable to be removed from the catheter. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a catheter detachment based on the condition of the returned sample. It is likely that excessive force may have been applied to the catheter, causing the detachment. Based on the available information, it is possible that patient and/or procedural issues may have contributed to the reported event; however, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.